Event description:
Boston scientific received information that during an elective replacement procedure this patient who is pacemaker dependent became asystolic after the right ventricular (rv) lead was disconnected from this cardiac resynchronization therapy defibrillator (crt-d). The physician programmed the device to left ventricular (lv) only pacing in vvi mode thinking the device would still pace. Boston scientific technical services (ts) noted that the device will continue to sense the rv channel and uses the rv channel for timing cycles. The disconnected rv lead likely oversensed environmental noise resulting in pacing inhibition. Ts provided some techniques to prevent recurrence of this in the future. The device was explanted and replaced without further incident. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.